Event description:
It was reported the patient lost effective coverage due to drg lead migration and confirmed via x-rays. The t12 and bilateral s1 leads had migrated. The patient underwent surgical intervention wherein the leads were replaced and restoring effective therapy.

Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.